Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d1, d2, d6b, g4 updated: h6.

Event description:
N/a.

Manufacturer narrative:
The device was not received as a majority of it remains in situ but 4 photos were provided of the fractured explanted portion confirming the complaint. Examination of the provided photos suggests the device fractured as a result of off angled excessive force, oversized implant selection for the disc space and or insufficient space preparation and the consequence of surgical technique or an inadvertent surgical error. It was reported the patients intervertebral space was very narrow. Review of the device history record notes no material non-conformance, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "...warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." "...all components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage.." "...pre-operative warnings: 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...method of use please refer to the surgical technique for this device..." "...information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at (B)(6). You may also email: (B)(6). This instructions for use document is intended for the us market only. For ous instructions for use, please refer to document (B)(4) for non-sterile implants and (B)(4) for sterile implants..."

Event description:
On (B)(6) 2023 a patient underwent a posterior fixation procedure from l5-s. While inserting the spacer about the three quarters of the way into the disk space the connecting part between the inserter and the cage fractured. The damaged pieces were retrieved from the patient, but the remainder of the body was left in-situ. The patient's intervertebral space was reported to be very narrow. No adverse consequences to the patient were reported.